Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a micro-volume extension set was cracked which resulted in leaking. This event occurred during infusion of unspecified medication. No visible defects were noted prior to use, and during priming the filters were intact. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Fourteen (14) samples were received for evaluation. The samples arrived out of the pouch. A visual inspection was performed with the naked eye. All components were correctly placed and according to specifications and no visual defects were observed. The samples were then functionally tested, primed and checked for leaks/cracking. The samples primed and flowed normally. No leaks or cracks were noted in any of the fourteen (14) samples. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.